Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result on one male patient. The result provided were: initial= 211 pg/ml /repeated =< 2.00 pg/ml (no actual patient results provided) the customer used architect stat high sensitive troponin-I package insert reference range for overall cutoff of 26.2 pg/ml. Laboratory reference range for troponin: over all=< 26.2 pg/ml; female=<15.6 pg/ml; men=< 34.2 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect stat high sensitive troponin-I reagent lot 50471ud00. Trending review determined no adverse trend for the issue for the product. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Return testing was not completed as returns were not available. Historical performance of reagent lot 50471ud00 was evaluated using worldwide data from abbottlink. This evaluation indicated that median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. An accuracy testing was performed with a retained kit of lot 50471ud00, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I, reagent lot 50471ud00.

Event description:
The customer observed falsely elevated architect troponin result on one male patient. The result provided were: initial= 211 pg/ml /repeated =< 2.00 pg/ml (no actual patient results provided). The customer used architect stat high sensitive troponin-I package insert reference range for overall cutoff of 26.2 pg/ml. Laboratory reference range for troponin: over all=< 26.2 pg/ml; female=<15.6 pg/ml; men=< 34.2 pg/ml there was no reported impact to patient management.